Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was variation in r-wave from 0.7 to 12.6 mv, with occasional double-counting seen and 162 short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.